Event description:
It was reported that foreign matter was found in the syringe soloshot mini 0.05ml 27gx3/8 when filling it with medicine. The following information was provided by the initial reporter: "when the user filled the drug for injection, user found that the foreign material was inside the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/3/2021. H.6. Investigation: a device history record review was completed for provided lot number 1910409. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both a picture sample and the physical sample were returned for evaluation by our quality engineer team. The sample displayed a piece of material floating in the barrel. The material was measured at about 944 microns long and 501 microns wide. The sample was flush tested and the material did not come out of the syringe when the liquid was flushed out of the syringe. The syringe was cut open in order to obtain the material for testing. The particle was examined through fourier-transform infrared spectral analysis, which determined that the composition was mainly polycarbonate, bisphenol. It has been concluded that this foreign material consists of powder from racks in the assembly process. In order to move the product pieces through the assembly process, the syringes are placed within plastic racks. Due to friction between the racks and the machine rails, small plastic powder can be generated. The accumulation of rack powder could end up in the syringe due to static electricity.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the syringe soloshot mini 0.05ml 27gx3/8 when filling it with medicine. The following information was provided by the initial reporter: "when the user filled the drug for injection, user found that the foreign material was inside the syringe."